Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staple of the device didn¿t completely form. The first two green reloads were fired normally, but the third and fourth gold reloads didn¿t form as a b shape and the cutting line had severe oozing. The doctor changed to a competitive device and hand sewing for malformed staple line.

Manufacturer narrative:
(B)(4). Additional information: batch m52e08. An intra-operative video was received. Based on the video evidence, the event description of oozing can be confirmed. Unfortunately there is not enough evidence in the video to determine neither malformed staples nor a root cause for the reported event. Hands on device and cartridge analysis may provide the additional evidence necessary to determine the root cause of the reported event. The analysis found that one ple60a device was returned in good visual condition and with two ecr60d cartridge reloads present. The reloads (b, c) were received fully fired and with cartridge deck damage. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the same issue occur with all 7 ecr60d cartridges? Why are 7 ecr60d cartridges being returned? How much blood was lost (ml)? Did the patient require a transfusion? Was buttressing material utilized? If so, which product? Was a leak test performed and if so, what was the result? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?